Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death, infection, and nausea are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported, via a trial, that approximately twenty three months post proximal left anterior descending artery stenting procedure with two xience v stents, the patient was hospitalized with pneumonia, thrush, chronic obstructive pulmonary disease, shortness of breath, nausea, weakness and died on (B)(6) 2010. The death certificate reports pneumonia, chronic obstructive pulmonary disease and tobacco abuse as the cause of death. Though requested, there was no additional information provided.